Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: unknown, model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that the patient experienced unwanted motor stimulation in their abdomen and ribs. The physician assessed that this was due to excessive scar tissue where the previous lead was implanted . Reprogramming was attempted without resolution; therefore, the patient underwent a revision procedure to replace the lead. The patient was recovering well post-operatively.